Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the clinic plans to continue monitoring this patient with no plans of surgical intervention at this time. The field representative indicated that there were no adverse patient effects.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient's competitor device and this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements and increasing pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance and recommended further troubleshooting methods. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this right ventricular (rv) lead was capped and replaced. The device from another manufacturer was also explanted and replaced. No additional adverse patient effects were reported.